Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced hyperglycemic event and was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. The blood glucose (bg) level at the time of admission was 325 mg/dl and the patient was feeling sick/unwell. The patient got treated with insulin intravenously. The length of hospitalization was greater than 24 hours. No further information available.